Event description:
Patient underwent primary surgery on (B)(6) 2022. Due to early wear of the insert, revision was done (B)(6) 2023. After that, patient did not experience any major issues. However, on (B)(6) 2025, they started experiencing squeaking after getting up from the dinner table. X-ray showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery, patient is symptom free; no complaints.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. X-rays were provided for review. The x-ray investigation revealed that the delta cer head 12/14 32mm +1 appears to be not centrally loaded and having a direct contact with the pinn sector w/gription 48mm. Due to the condition observed on both devices, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Furthermore, audible sound can be confirmed as this condition could happen as a consequence of the disassociation. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pinn sector w/gription 48mm had signs of wear on the concave area, which is consistent with the delta cer head 12/14 32mm +1 having a direct contact with the device after a disassociation event occurred between the liner and the cup. Furthermore, audible sound can be confirmed as this condition could happen as a consequence of the disassociation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 48mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.